Manufacturer narrative:
Investigation: this disposable set was unavailable for return and further information regarding the concern was not able to be obtained. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the issue experienced by the customer. A review of the lot for similar reports was carried out, none have been reported. Root cause: a definitive root cause could not be determined. The description provided in the med watch report describes a failure that is a common symptom of a misloaded loop sleeve bearing. Other possible root causes include, but not limited to, manufacturing defects where the bearing is not properly molded allowing a weak spot which can lead to a broken bearing or the braid was not molded correctly into the plastic bearing which can allow the braid to separate and the bearing to break. The braid can also become separated from the bearing due to excess stress on the components during loading. The broken plastic bearing or unsecured loop are the likely sources for the loud bang noticed by the customer. Broken plastic pieces from the collar as well as an unsecured loop can cause leaks inside the centrifuge.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which anevent occurred, but the type of reportable event was not indicated appropriately.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure, they heard a loud 'bang' noise. The operator paused the procedure and noticed that the white upper plastic brace housing was shredded. The operator aborted procedure and did not perform rinse back. The operator setup a new disposable set. The customer declined to provide patient's identifier and weight. The disposable kit is not available for return because it was discarded by the customer. This report is being filed in response to the customer filing a medwatch report.